Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter act 5 diff al hematology analyzer generated higher than expected basophil results upon three runs of one patient's sample. The instrument generated flags on only the initial run. The erroneous results were not reported out of the laboratory. Manual differential counts or reference comparison was not performed. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Sample collection details were not provided. Controls were run before and after the event and the instrument is currently performing within the qc specifications. The customer informed bec field service engineer that good results were obtained once a new bottle of wbc lyse reagent was installed. The fse did not visit the site. Root cause for the event can not be determined based on the provided information.